Event description:
The event reported to (B)(6) was regarding a patient who had medtronic spinal cord stimulation trial leads, which were explanted by dr. (B)(6) to complete further testing due to having been in a hypertensive emergency with encephalopathy, complicated with a seizure and having covid. The event was assessed to be related to the patient's pre-existing condition. This report rflects information received by FDA in the form of a notification per 803.22 (b)(2).